Manufacturer narrative:
Ref comp # (B)(4).

Event description:
On june 2, 2025 fujifilm healthcare americas corporation was informed of an event involving dr 3500 w 24x30 USA e. It was reported that patients are experiencing pain while unit is in use with paddles. The customer stated that there were 4-5 patients who had pain while getting their mammogram completed. All patients were able to complete imaging on the same machine. Two of the patients were called back for the more targeted scans. Both patients refused to come back for further imaging. This report is being submitted in abundance of caution due to the unconfirmed extent of pain that the patient experienced.